Manufacturer narrative:
The device was returned to integer for evaluation and the reported event was confirmed. The locating pin was broken off of the broach handle and was not returned with the device. It was observed that the locating pin had been welded in place before breaking off. Per print, this locating pin is to be machined as part of the broach handle body, not welded. Manufacturing records were reviewed and there were no discrepancies found which were not already known. Previous to the event date of this complaint, recall (B)(4) had been submitted and the supplier has since been removed from the approved supplier list. This device lot falls within the scope of this recall. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that while broaching, it was noticed a little piece had broken off. There was no surgical delay nor any adverse events reported as a result of this malfunction. The procedure was completed as intended with another device.